Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported receiving a "replace sensor" message on the same day of applying the freestyle libre 2 sensor and replacement product was ordered. Due to a delay in delivery of replacement product, the customer was unable to monitor glucose levels and experienced a loss of consciousness. Customer had contact with an hcp who provided intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.